Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that inappropriate ams episodes were observed. The episodes were reviewed and noted that the cause was far r oversensing. Programming changes were recommended. Clinician will pass the recommendations onto the following physician. There were no patient symptoms.